Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during a gastroscopy procedure performed on (B)(6), 2024. During the procedure, the clip did not deploy. The wire in the handle was damaged. The physician cut the wire in the handle and pulled it to successfully deploy the clip. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6:imdrf device code a15 captures the reportable event of clip difficult to deploy.